Event description:
Boston scientific received info that during a standard post mortem deactivation, this device was unable to establish telemetry with the programmer. The field rep contacted boston scientific's technical services (ts) for troubleshooting recommendations. Ts recommended magnet placement over the device to initiate beeping tones; however, beeping was not audible until the device was out of the pocket, at which time beeping was confirmed. Currently, there are no allegations of a pre-mortem product malfunction as a cause or a contributing factor in the pt's death. The field rep later confirmed that following explant, telemetry remained unattainable. The device is en route for laboratory analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.